Manufacturer narrative:
Weight - unk; ethnicity - unk; race - unk. This product is not marketed in the us (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2, -15.50/2.0/098 (sphere/cylinder/axis) , implantable collamer lens into the patient's right eye (od) on (B)(6) 2018. The lens was removed and replaced on (B)(6) 2019 for a shorter length lens due to excessive vault. This resolved the problem. Cause of the event is reported as unknown.